Event description:
The following has been reported: out of box failure, was testing new demo pump and overnight stopped infusing. Screen was frozen when I came in, red alarms. I held power button for 30 seconds, did not shut down until I released my finger. An initial review of the device logs reveals the following: processor hardware failure (linux core). An active infusion was not delayed (per the logs; test infusion only); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
No sample was received for investigation. Therefore, no investigation could be performed. If additional information or sample becomes available, the complaint will be re-opened and an additional MDR will be filed with investigation details.